Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltage on ps1 was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system produced uncommanded x-rays. The fe reported a communication error and system lock up. The x-rays were disabled during the lock up. There is no report of death or serious injury.